Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted no notable condition related to reported condition. It was reported that the jaws does not close completely and staple line did not hold. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); sigphandle, sig power sigphandle handle (sn:unknown); unk-sigadapt, unknown signia egia adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the jaws of the six reloads did not close completely. It was noted that the surgeon saw all the staples well formed. There was no malformation and staple did not hold on that time. The user had to redo the case to stop the bleeding using a cauterizer and sutures along the stapler.

Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, g3, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the jaws of the six reloads did not close completely during testing of equipment before firing. After firing, the surgeon saw all the staples well formed. The patient was taken to the room after surgery. The next day, the doctor came to round in ward. It was found that the patient had internal bleeding. It was noted that the staples did not hold on that time. The doctor had to redo the case to stop the bleeding using a cauterizer and sutures along the stapler.